Event description:
Caller states the pt tested 1.9 inr on coaguchek system 1 and 2.4 inr on coaguchek system 2. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Medwatch for suspect device in coaguchek system 1.